Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient wife reported that the patient has experienced the v-go falling off with two v-go's. No specific date and time provided. Patient was properly cleaning the site before applying the v-go.